Manufacturer narrative:
On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system was unable to track instruments within the third port of the axiem port ' instrument not connected'. The surgeon was using an endoscope at the same time as navigation. In trouble-shooting, the emitter interface did not show any error message. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and found after the successful system checkout it is suspected that the problem was caused by metal interference. Software is functioning as designed. The instructions for use (IFU) which accompanies this device contains warning regarding metal interference: "caution: metallic objects in or near the navigation field can degrade navigational accuracy. If metallic distortion causes excessive error, navigation will be disabled. To restore navigation, remove metallic objects from the navigation field."